Event description:
Prior to take-off, the pump was alarming "low battery". The pump was plugged in and the alarm stopped. During descent, there was a gas loss alarm (due to pressure difference) and the pump shut down. Upon arrival at the hosp, the pump was restarted and the transfer was completed. There were no reported pt complications. Pt was noted to be awake and alert during transport.